Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and irregular pacing. This ra lead status is unknown. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.